Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The physician asked for a liberte bare metal stent and was handed a taxus liberte stent, which was implanted. The physician did not want to place a drug eluting stent. No patient complications were reported. Patient status reported as "fine"; however, it was indicated that the physician will need to change the post procedure care for this patient. Additional information was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. There is no evidence of any specification non-conformances related to the packaging or labeling of the complaint product. The root cause of this complaint will be documented as user/use error because it is apparent that an appropriately labeled device was selected in error.